Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoidopexy, after firing on hemorrhoid tissues, the staples dropped without closing and without cutting tissue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the staple guide was disengaged, transfer material between the staple guide and instrument was noted. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed condition was isolated to damage on the staple guide of the received device; however, the manner in which this failure occurred could not be determined with the information available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoidopexy, after firing on hemorrhoid tissues, the staples dropped without closing and without cutting tissue. Replaced by a new device to complete the case. There was no patient injury.